Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio-control replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a nurse, contacted physio-control to report that their device powered off by itself during an event involving a patient. The nurse advised that she does not believe that the reported power off issue with the device caused or contributed to the patient's outcome. She stated that the crew had reported to her that the alleged power off occurred several minutes after they initially powered the device on for use. Medical personnel had advised the nurse that the device powered off on it's own; however, it was powered back on immediately with no delay in care to the patient. No further details about the patient or the event were provided.